Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was no longer feeling his stimulation. It was determined there were impedance issues with the lead. An x-ray was performed which revealed the lead had migrated. On (B)(6) 2011, the physician replaced the pt's lead. Follow up identified the issue had resolved with the replacement lead.